Event description:
It was reported that the patient had a new system added due to high thresholds on her old leads from boston scientific. It was noted during a follow up check in clinic that right atrial (ra) threshold was 5.0v@1.0ms and right ventricular (rv) was 2.0v@0.6ms , both had slowly been rising. Due to the patient being pacemaker dependent and extremely symptomatic to low rates, the physician decided to replace both leads at the device change out. A new system was added through the left side and old leads were capped. Patient did fine before, during and after procedure. Ref report: mw5164496. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).